Manufacturer narrative:
If explanted, give date: not applicable, lens remains implanted in the eye. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed that the tip of the preloaded device was split when he was going to implant the intraocular lens (iol) into patient's operative eye. Only the cartridge tip made contact with patient's eye. The device was removed and the lens was implanted after loading into another cartridge without any issue. No other information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: jun 22, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the handpiece was received with the plunger rod in the advanced position. The cartridge tip was observed to be cracked and deformed. The cartridge could also be observed to be deformed, in a way consistent with a handpiece that had a lens stuck inside of it. Inspection of the external assembly revealed that there were no gaps or issues associated with the lens getting stuck in the cartridge. Conclusion: the reported complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.